Event description:
It was reported that the patient underwent a lead revision procedure due to lead migration.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.